Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
After located the iab in a patient, when the surgeon inserted the guidewire in order to relocate its position, the guidewire was being stuck inside the catheter and unable to relocate the position of the balloon. Removed iab and discontinued iab therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood between the sheath and catheter. The returned sheath was a non-maquet product. The original guidewire was not returned. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint reference: (B)(4).

Event description:
After located the iab in a patient, when the surgeon inserted the guidewire in order to relocate its position, the guidewire was being stuck inside the catheter and unable to relocate the position of the balloon. Removed iab and discontinued iab therapy. No patient injury was reported.